Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 to 500 mg/dl. Customer was treated with insulin pump. Customer declined to check leak and air bubble. Customer was alleging insulin pump for under delivering because customer had blood glucose level of 220 mg/dl and they did bolus of 3.4 units and blood glucose level was 436 after that customer took 4.8 unit and the blood glucose level was 495 mg/dl. The insulin pump will not be returned for analysis.